Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after six cycles of ablation was performed with each had six minutes duration at 100 watts, a bleeding with a big hematoma occurred from one of the needle tracks in the liver. They noted that an anonymized cd with CT scans was available. They successfully stopped the bleeding by catheter embolization and the patient was stabilized. The bleeding did not occur from ablation area, but from a vessel on one of the antenna trajectories. The patient was placed in the intensive care unit due to the hemorrhage that occurred during the liver ablation procedure. Two days after they performed necessary resuscitation on the patient, but were not successful and the patient died. The site indicated that the ablation system worked properly. A cause of death has not yet been determined, but sepsis, liver and kidney failure, and a lung embolism are possible.